Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 22 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported peri-implantitis, pain, and an abscess in this patient with excellent oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.